Event description:
On april 5 the patient left a message with animas saying that she 'changed battery but not registering.' There was no other information available. Animas attempted to call the patient multiple times and sent a letter but there was response. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged potential product power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the black box indicated rebooting occurred at 4:32 am on (B)(6) 2012. The battery cap that was returned with the pump secures appropriately with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. There was no defect found during investigation. The complaint could not be duplicated.